Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for an examination. During which, it was noted that the pocket of the implantable cardioverter defibrillator (ICD) was ruptured due to unknown object hitting the patient's chest. Secondary infection was caused due to patient sticking contaminated fingers into the open device pocket to adjust the ICD. There was no vegetation noted on the leads. The physician explanted the ICD on (B)(6) 2021. The patient was in stable condition before, during and after the procedure.